Event description:
The customer reported to olympus, the 4k autoclavable camera head image disappears temporarily. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation the switches cannot be pressed down smoothly due to damage on switch flexible printed circuit (fpc), water tightness was lost due to cable damage, the scope does not rotate smoothly due to damage on the cable unit and the coupler unit was deteriorated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (3) three years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred temporarily due to communication failure caused by flooding at the circuit because occurrence of leakage was confirmed. Olympus will continue to monitor field performance for this device.